Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional complaint information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because the product is the same as or similar to a product distributed within the us.

Event description:
It was repoted that review of stored egms showed noise on the rv lead which caused inappropriate therapy. The noise was not reproducible with testing. When the patient coughed, doublecounting could be intermittently seen. The pace/sense portion of the lead was capped. The defib portion remains active.

Event description:
The facility representative contacted baxter to report an infusor that had no flow during filling. When the facility attempted negative pressure with a three way cock, it started to flow. The device was filled with saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Correction: the manufacturer country was inadvertently omitted in the initial medwatch report.